Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 3006705815-2021-02224 3006705815-2021-02225. It was reported that the patient is experiencing increase in pain, swelling, and bruising at implant site. As a result, surgical intervention occured wherein the system was explanted to address the issue.